Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative performed a navigation system check-out, all areas passed successfully. Confirmed this testing also represents instrument testing, as well as, system accuracy check with sawbones. The reported system behavior could not be replicated.

Event description:
A medtronic representative reported an inaccuracy that occurred while in a spinal fusion procedure, using a navigation system and an o-arm 1000 imaging system. The surgeon was performing a prone thoracolumbar fusion from t8-l1 - skipping levels t10 & t11. This was a minimally invasive case using the msb voyager spine system with the camera positioned at the foot of the bed. The reference frame was placed percutaneously on l2 with good purchase and the surgeon acquired two spins with the o-arm (t8-t9 & t12-l1). The surgeon noted the inaccuracy when performing anterior posterior (ap) and lateral fluoro acquisitions with a c-arm to confirm screw placement. The surgeon removed two screws from t8-t9 that were placed centimeters medially inaccurate. No specific measurement was provided. The surgeon replaced the screws with the c-arm and discontinued use of the o-arm & navigation systems. Surgeon stated there was no injury to patient and they tested feeling and movement with no deficit found. The procedure was completed with no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. The instrument was calibrating prematurely and was able to be replicated by medtronic personnel. This issue was documented in a medtronic navigation software anomaly tracking database. A medtronic representative reported that all surgeons, scrub techs and coordinators at the site have been trained regarding the issue.